Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 24-jan-2018 with the following findings:  during investigation, the battery compartment was found to be cracked above the bumper pad and on the side from the threads to the pump cover. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 24-jan-2018.